Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3 of 6. The home patient (hp) revealed they disconnected earlier and then reconnected. The technical service representative (tsr) explained the message to the hp. The tsr assisted with troubleshooting. They than informed the hp to use manual bags. The hc was okay. This writer contacted the peritoneal dialysis registered nurse (pd rn) for a follow up regarding reported problem. The pd rn stated that they did not know about this alarm, but they stated if the patient has a problem they usually get a call. The pd rn stated that as far as they know therapy is continuing fine for the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/6 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) said they disconnected earlier and then reconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.